Event description:
The customer reported to baxter (B)(4) a basic solution set for epidural adminstration that had a hole in the tubing. The defect was noted prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a hole/cut in the tubing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Although the condition was confirmed, the root cause of this condition was not identified. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.